Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that the system started up and gave an error. The or staff called tech support while setting up for a procedure and reported receiving an error after booting up. The system provided an option to reboot, but after doing so 3-4 times, the error persisted with code 40096. The technical support engineer (tse) viewed the logs and found errors 307 and 311. The tse informed the caller that the system would not be usable until it was re-programmed. The customer reported event has no report of patient injury.